Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had been using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 115 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.